Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd trocars from tkd11 kits both had torn gaskets. There was no consequence to the pt.